Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the pelvic array was bumped and the case was completed manually. The procedure was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding a bumped array, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 305 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding bumped array. There were only 3 events related to bumped array (B)(4). Conclusion: the session data from the case was reviewed. Based on the data logged, the pelvic array checkpoint error is out of tolerance. This high error indicates that the pelvic array was bumped, which prevented the surgeon to impact the cup with the mako system. The data at this time shows the rio operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the pelvic array was bumped and the case was completed manually. The procedure was successfully completed.